Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore the image was green. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had problem with the white balance. There was no patient involved.

Event description:
It was reported that the subject device had problem with the white balance. There was no patient involved.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.